Event description:
Four large burn blisters, woke up because of pain [burns second degree] , applied the wrap in the morning. In the evening still felt pleasant warmth and did not remove the wrap before going to bed. At approx. 5 am. Woke up because of pain [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist received from the (B)(6). (B)(4). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied the wrap in the morning of (B)(6) 2017. In the evening she still felt pleasant warmth and therefore did not remove the wrap before going to bed. On (B)(6) 2017 at approximate 5 am. The patient woke up because of pain. Four large burn blisters developed on the lower back. These had to be treated for approximately two weeks. Later on the patient was told that the product was used incorrectly. As she was going to bed with the wrap, she was not aware of it. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of four large burn blisters. The outcome of the events was unknown.

Event description:
Event verbatim [preferred term] . Applied the wrap in the morning. In the evening still felt pleasant warmth and did not remove the wrap before going to bed [device use error], four large burn blisters, woke up because of pain [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist received from the bfarm via local pch department. The regulatory authority report number is (B)(4). An 83-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied the wrap in the morning of (B)(6) 2017. In the evening she still felt pleasant warmth and therefore did not remove the wrap before going to bed. On (B)(6) 2017 at approximately 5 am, the patient woke up because of pain. Four large burn blisters developed on the lower back. These had to be treated for approximately two weeks. Later on the patient was told that the product was used incorrectly. As she was going to bed with the wrap, she was not aware of it. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of four large burn blisters. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Root cause: non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Sample status: not available. Follow-up (20mar2017): this follow-up is being submitted to notify that an investigation of the device could not be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (27may2020). New information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts possible. No further information is expected. Follow-up (27may2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 27may2020.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Root cause: non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Sample status: not available.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Root cause: non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Sample status: not available.

Event description:
Event verbatim [preferred term] applied the wrap in the morning. In the evening still felt pleasant warmth and did not remove the wrap before going to bed [device use error], four large burn blisters, woke up because of pain [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist received from the bfarm via local pch department. The regulatory authority report number is (B)(4). An 83-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied the wrap in the morning of (B)(6) 2017. In the evening she still felt pleasant warmth and therefore did not remove the wrap before going to bed. On (B)(6) 2017 at approximately 5 am, the patient woke up because of pain. Four large burn blisters developed on the lower back. These had to be treated for approximately two weeks. Later on the patient was told that the product was used incorrectly. As she was going to bed with the wrap, she was not aware of it. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of four large burn blisters. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Root cause: non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Sample status: not available. Follow-up (20mar2017): this follow-up is being submitted to notify that an investigation of the device could not be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (27may2020). New information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts possible. No further information is expected. Follow-up (27may2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 27may2020. Follow-up (05aug2020): this follow-up report is being submitted as a final reportable MDR.

Event description:
Event verbatim [preferred term] four large burn blisters, woke up because of pain [burns second degree] , applied the wrap in the morning. In the evening still felt pleasant warmth and did not remove the wrap before going to bed [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist received from (B)(6). The regulatory authority report number is (B)(4). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied the wrap in the morning of (B)(6) 2017. In the evening she still felt pleasant warmth and therefore did not remove the wrap before going to bed. On (B)(6) 2017 at approximate 5 am. The patient woke up because of pain. Four large burn blisters developed on the lower back. These had to be treated for approximately two weeks. Later on the patient was told that the product was used incorrectly. As she was going to bed with the wrap, she was not aware of it. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of four large burn blisters. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (20mar2017): this follow-up is being submitted to notify that an investigation of the device could not be conducted. Follow-up attempts have been completed and no further information is expected.